Event description:
The facility reported a colleague infusion pump with a malfunction of "battery damaged." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the ER. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of battery damaged was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.